Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels rose to 33.3 mmol/l (599.4 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include dizziness and fatigue. When removed from the infusion site (leg), the pod's cannula was found bent. The patient applied a new pod and the bg levels were not decreasing so the patient removed the pod and applied another one prior to leaving for the ER. Blood tests were performed and the patient's blood pressure was measured at the ER. The patient's bg levels were stabilizing with the new pod and no additional treatment was required. The patient was released from the ER after approximately two and a half hours.